Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was alarming with a blank screen. Per reporter the pump continued to alarm after batteries were removed, as well as after they were reinserted. It was also reported that the keypad did not work. No adverse patient effects were reported. Per reporter no additional information is available.